Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to gain patient information have been unsuccessful. Attempts have been made via email and telephone. The instructions for use (IFU) indicates under adverse effects that "as with all catheterization procedures, complications may be encountered with the use of the pressure guide." The IFU also warns, "do not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Never advance, torque or retract a pressure guide wire which meets significant resistance. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed." The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, one other complaint was reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported that during a procedure to perform pci there was a signal/connection issue. The wire was recognized by the system, zeroed, normalized and an ffr reading was obtained. After disconnecting the connector to perform pci, the signal was lost. A new device of same model was used to successfully complete the procedure. The physician indicated they always check angio to see if any pieces were left in the patient. Nothing unusual was seen, and the patient was fine. Attempts to gain additional information regarding the procedure have been unsuccessful. Attempts have been made via email and telephone. Visual and microscopic inspection and functional testing were performed on the returned device. The sensor was broken and the distal portion of the sensor, including the diaphragm, was missing. The remaining portion of the sensor was level in the sensor housing. An electrical resistance test was performed. The test discovered unstable and open connections between the conductive bands. The wire failed the signal test and was not recognized. During functional testing, no pressure signal was generated. The probable cause of the observed failure was unstable and open connections in the electrical circuit of the device due to the broken pressure sensor. Because the device was initially functional, the damage to the sensor likely occurred sometime during or after the procedure. However, we were unable to conclusively determine when and how the sensor was broken. This case is being reported in an abundance of caution as the manufacturer is unable to determine when the distal portion of the sensor, including the diaphragm separated from the device. There was no patient injury or harm reported.